Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow keypad button was intermittently unresponsive and required multiple hard presses to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be torn over the up and down keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, the vibration motor was unresponsive. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 12/28/2012- the correct alert date is (B)(4) 2012.